Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device revealed an error message. A boston scientific technical services consultant informed the caller that the message resulted from a single corrupt stored episode which does not affect device function. No adverse patient effects wee reported.